Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch report (B)(4) was received on 04may2018 with the following information: a cc1p1 combined licox probe was placed on a (B)(6) male patient with an acute severe brain injury. The patient was in a severe all-terrain vehicle (atv) accident in which the vehicle he was riding struck a tree at a high rate of speed. The patient had severe brain injuries upon arrival to the hospital and more began presenting themselves after arrival. Four (4) days after the placement, a head computed tomography (CT) noted an area of dead tissue around the tip of the catheter where the sensor was but between the time of the placement and the head CT, the licox probe was producing positive readings which the treatment team based the patient's care plan off of. Subsequent CT scan then showed a large area of progressive infarction throughout the left middle cerebral artery (mca) territory involving the left inferior parietal, temporal and occipital lobes. A licox catheter was replaced on several occasions, the doctors report a very fragile device that is often difficult to place. Additional information was received from the customer on 07may2018 indicating that on(B)(6) 2018, the licox was implanted in the patient. The patient had a codman catheter in place during this time as well. The patient was decompensating from his injuries. The licox was removed on (B)(6) 2018 and nothing else was being done as the patient was made comfort measures only (cmo) the next day by family. The patient passed away on (B)(6) 2018. Additional follow-up information was received from the customer on 14may2018 stating that the patient passed away as a result of his injuries sustained in an accident. This is a medical examiner case but the patient had severe head trauma. The physician felt that the licox was giving inaccurate readings, very high readings despite being surrounded by dead tissue. The physician felt that due to those readings, other treatment measures were not explored. It was uncertain what was wrong with the licox catheter but a head CT was done to evaluate neurological changes and it was discovered that the probe was surrounded by dead tissue. The readings were abnormally high. It was clarified that the licox catheter was placed and then replaced only once. They changed to a better location and there were no issues with the device upon the first placement.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The device history records were reviewed and did not reveal any anomaly, the probe was tested within specifications at time of manufacturing. The licox brain oxygen monitoring system measures intracranial oxygen and temperature and is intended as an adjunct monitor of trends of these parameters, indicating the perfusion status of cerebral tissue local to sensor placement. Licox system values are relative within an individual, and should not be used as the sole basis for decisions as to diagnosis or therapy. It is intended to provide data additional to that obtained by current clinical practice in cases where hypoxia or ischemia are a concern (neurological examination, icp, etc..). The complaint reported cannot be confirmed. No product is available for investigation thus; the root cause of the reported licox probe malfunction could not be determined.